Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature : prognostic value of impaired hepato-renal function assessed by the meld-xi score in patients undergoing percutaneous mitral valve repair.

Event description:
This is filed to report heart failure, stroke, sepsis, prolonged hospitalization, medical intervention, and death. It was reported through a research article identifying mitraclip devices that may be related to: heart failure, unchanged mitral regurgitation, stroke, sepsis, prolonged hospitalization, medical intervention, and death. Specific patient information is documented as unknown. Details are listed in the article, titled "prognostic value of impaired hepato-renal function assessed by the meld-xi score in patients undergoing percutaneous mitral valve repair." No other information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B3, d6 : estimated dates. D4: the UDI is unknown as the part and lot number was not provided. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided a conclusive cause for the reported heart failure, sepsis, cerebrovascular accident cannot be determined. The reported patient effects of heart failure, sepsis, and cerebrovascular accident are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.